Event description:
It was reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer did not require third-party assistance and addressed the high blood glucose by administering a correction injection via a manual injection device (mdi).